Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman laa closure device was successfully implanted with a watchman access system. After the procedure, the patient experienced a hematoma in the right groin. They applied pressure and used a fem-o-stop to treat the hematoma. The patient was hemodynamically stable and no patient issues were reported.